Event description:
It was reported when the doctor was implanting screws, some broke. The tip of the screw remained in the patient.

Manufacturer narrative:
(B)(4). The pumphead module keypad was replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
During service by baxter on 20 march 2010, the colleague infusion pump was found to contain a malfunction of stop key does not work properly. This event occurred during product evaluation. The user interface module master softawre version for this device is 5.09.90, categorized as remediated.no additional information was available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4). (B)(4).